Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: pseudoarthrosis, l2-3, and l3-4. She underwent following procedures: hardware removal, explore fusion l2-3, l3-4. Lumbar laminotomy and exploration, left l4 nerve root. Revision spinal fusion with instrumentation and bone morphogenic protein and graft l2 to l4. As per operative notes, ¿the posterolateral elements were decorticated with a high-speed drill. Graft and bone morphogenic protein was packed in the posterolateral elements. 7 x 40 pedicle screws were placed in the pedicles of l2, 3, and 4 on the right and l2 and 3 on the left. Gelfoam was placed in the pedicle hole of l4 on the left. A triple half-slot plate was chosen and slightly bent on the right side and a double half slot was chosen and bent on the left side.¿ no intra-operative complications were reported.